Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. Information received from the site indicated that the ventricular assist device (vad) patient had a nocardia infection, had failure to thrive and was placed in hospice care. The patient was found unresponsive in a recliner with a low flow alarm due to patient death. The patient was pronounced deceased upon emergency medical services arrival. Death was due to multiple system organ failure secondary to failure to thrive. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, infection and multi-organ failure is a known potential complication associated with the implantation of a vad. Based on a review of past adverse events, it was noted the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient had a no cardia infection, had failure to thrive and was placed in hospice care. The patient was found unresponsive in a recliner with a low flow alarm due to patient death. The patient was pronounced deceased upon emergency medical services arrival. Death was due to multiple system organ failure secondary to failure to thrive.